Event description:
**Update** (B)(4) 2013 patient was revised due to pain. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
Litigation alleges that the patient suffered extreme pain, discomfort, soreness, malaise, swelling, immobilization, excessive levels of chromium and cobalt, systemic injuries and both acute localized damage to tissue and/or bone surrounding the acetabulum.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.